Event description:
Carefusion technical support received a call from a biomed tech at one of our facilities regarding a ventilator that he was repairing: the ventilator was plugged into oxygen. When it was off there was no leak, however when he turned it on, it had a loud leak in the rear. No patient involvement.

Manufacturer narrative:
(B)(4). Per the information provided by the biomed, carefusion technical support determined that the probable root cause of the described event was a faulty 40psi system press regulator. The biomed was provided with a quoted price for the cost of a replacement 40psi system press regulator.